Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed, the following from the investigation. -otv errors e116 and e117 occurred at the user facility. -otv error e117 did not recur, during the device inspection by olympus korea co., ltd. (Okr). -after the dust on the internal board was removed and the board was recombined, error e116 did not recur. -omsc reviewed, the manufacturing history and confirmed, that the device was shipped without any manufacturing abnormalities. From the above, it is possible that otv errors e116 and e117 were caused by dust on the internal board. And the connection status of the board. However, the cause of the occurrence could not be determined. Device history record (DHR) review, indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, otv errors e116 and e117 occurred. Error codes e116 and e117 indicate a malfunction of the camera control unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -otv error e116 occurred when the system vibrated. It did not recur after cleaning the board, so it may have been caused by poor connector contact, such as dust inside the device. -otv error e117 did not recur. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.